Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that the when performing self test and had partial display like error. Customer reported that the battery compartment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to missing battery spring. However, unable to perform operating currents, self test, rewind test and displacement test or verify missing segment anomalies due to missing spring. Device received with broken battery tube threads, broken belt clip slot, stained end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.